Manufacturer narrative:
Final analysis was normal. No anomalies were found. Correction - d6b - explant date should have been (B)(6) 2021.

Event description:
Related manufacturing reference number: 2017865-2021-33026. It was reported that the patient presented with an infection. There is no known allegation from a health professional that suggests the infection was related to the biventricular implantable cardioverter defibrillator (ICD) system. The ICD, right ventricular, right atrial, and left ventricular leads were explanted. The patient was in stable condition.